Event description:
Information received by medtronic indicated that insulin pump had insulin flow block alarm during fill tubing. The insulin exited by manual plunger push but insulin pump alarmed insulin flow block during load reservoir or fill tubing to at least five unit. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.